Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to pull medication. The customer reported that the malfunction occurred when the user tried to pull medication for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex f code to reflect there is no delay in patientcare.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. The technical support specialist checked event viewer and no symptoms of pi 55845 but the medbank application lagged. The tss closed and reopened the application which resolved the issue. The customer was then able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to pull medication. The customer reported that the malfunction occurred when the user tried to pull medication for the patient. There were no adverse events or injuries reported based on this event.